Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, active current measurement, sleep current measurement, and self test. No unexpected pump error or alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 32 mg/dl at the time of the incident and current blood glucose level was 181 mg/dl. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with food. The customer stated that the symptoms related to low blood glucose such as they feel sluggish and stomach cramps. Customer reported that they did not allege pump was over delivering. Device will be returned for analysis.